Event description:
The customer ran two control tests on a contour next one meter and obtained readings of 287 mg/dl and 225 mg/dl. The meter did not automatically mark them as a control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. During the call, three additional control tests were run and all readings were properly marked as control readings. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.